Event description:
The generator was returned, however product analysis is not yet complete.attempts for additional information have remained unsuccessful.

Event description:
Product analysis on the returned generator is complete. During product analysis, the generator was found to be depleted. The depletion was an expected event as determined by a battery life calculation and battery voltage measurement. The module performed according to functional specifications. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device. Additional information was received from the neurologist indicating that the history of stroke and mini stroke was related to the patient's cerebral palsy. No other information was provided.

Event description:
It was reported in clinic notes received on 10/24/2011, that the patient has a history of stroke and mini-strokes. At this time, the relationship of the strokes to vns is unknown. Attempts for additional information have been unsuccessful to date. The patient's generator was recently replaced, however, the explanted product has not been returned to the manufacturer to date.